Event description:
The customer reported that the sys experienced communication errors. This error is likely to result in a sys lock up or prevent the sys from booting to a usable state. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.